Event description:
The patient received an scs system, including an ipg, on (B)(6) 2006. It was reported the patient can no longer establish telemetry between her ipg and charging system. As the patient reported a recent weight loss, a spacer kit and replacement charging system were sent to the patient to aid in establishing telemetry and recharging. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.